Manufacturer narrative:
Depuy mitek to date has not received the complaint device for evaluation. The actual complaint device is not being returned, but a sample is being returned from the same batch. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any kind for this lot of 140 devices that were released to distribution. At this time, we are still in the information-gathering phase. A mitek device was involved in a patient infection incident; therefore, we are filing a report to document this event. However, when and if more information is received that is both pertinent and germane to this issue, that information will be evaluated and the conclusions will be reflected in a follow up report. Similarly, when and if the complaint device (same lot) is received here at depuy mitek, it will be subjected to a failure root cause analysis. If the analysis identifies any definitive root cause, a follow-up report will be filed.

Event description:
Our affiliate is reporting that two days after undergoing an arthroscopic capsuloplastic performed in 2007, the patient started suffering from an infection in his/her shoulder that caused temperature, pain, increased inflammation, and had inflammatory hematochemical parameters. The patient underwent a second arthroscopic surgery 21 days later, that revealed articular sepsis. The surgeon performed an arthroscopic antibiotics washing. The patient is now fine, no more infection symptoms persist and esr and c protein values returned to normal range. (See also associated mdrs 1221934-2007-00120 and 1221934-2007-00121).